Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient implanted with an impella cp suffered an intracranial hemorrhage. Impella support continued.

Event description:
Additionally, the patient's leg became ischemic. Angiogram was performed which showed superficial femoral artery dissection. The cp was removed and intra-aortic balloon pump (iabp) was inserted. Patient had drop foot and may require below knee amputation.

Manufacturer narrative:
B5 update with additional information from the clinical site. D6b explant date added. H6 health effect - clinical code 1942, 3160, health effect - impact codes 4627, 4641, and component code 3038 added. Limb ischemia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Stroke/cva: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ h6 health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number 1220648-2025-29887.